Event description:
As reported, tissue pad came off during the removal of an incisional hernia in pediatric surgery (therapeutic procedure). The device was replaced and the intended procedure was completed using similar device. There was no patient harm, no adverse event reported due to the event. No user injury reported. Output setting : setting 1, highest level 3, itmoff. Device used with ( usg-400) generator.

Manufacturer narrative:
The subject device was received and evaluated. The lot number was 27k and supplementary information was 15. Device evaluation found the tissue pad was worn out and partially peeled off. A review of the device history record (DHR) found no abnormalities noted in the DHR for the following that related to the reported event. .the record review includes the following. -process inspection sheet -quality inspection sheet -nonconforming product report a review of the device history record found the subject device was shipped in accordance with specifications. Instruction for use (IFU): the instruction manual contains the following descriptions, and it warns against this event. Drawing number and revision number of IFU: rc2058 07 ·do not activate output while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. ·when cutting or vessel sealing is performed, apply light tension on the tissue so that users can confirm that they are transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. Conclusion summary: it was surmised that the peeling of the tissue pad occurred by the following mechanism. 1. Ultrasound is output with the grasping part closed without grasping the tissue (including after the tissue has been cut). This caused the tissue pad to wear out. 2. A load was applied to the tissue pad while cleaning the tip, causing the tissue pad to come off. It can be inferred that the ultrasonic output was possibly activated when the grasping section was not grasping anything (this includes after tissue resection). This might have caused the tissue pad to wear out and partially peeled off. Olympus will continue to monitor complaints for this device.